Manufacturer narrative:
(B)(4). Batch # p56w7g. Device evaluation: the analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60w cartridge reload present. The cartridge was received unfired and with the cartridge pan partially dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Used new device to cut the tissue, as this cut part would not impact the patient, so not reportable to cfda? Did the jaws eventually open? No.

Event description:
It was reported that during the right lower lobectomy, after fired, could not open the jaw on the 1st firing. The cut line and staple line were good. After surgery, the surgeon opened the jaw manually with big force. Another like product was used to complete the procedure. There were no patient consequences reported.